Event description:
Laboratory technician encountered resistance due to product mold material when placing applicator tip with infectious bacteria into diluent prior to testing for bacterial identification and susceptibility. Using excess force, the contaminated plastic tip slipped and punctured the technician's finger.